Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and premenstrual dysphoric disorder ("hormonal changes describe: pmdd") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with scheduled date-((B)(6) 2020). At the time of the report, the pelvic pain, back pain, premenstrual dysphoric disorder and fatigue outcome was unknown. The reporter considered back pain, fatigue, pelvic pain, premenstrual dysphoric disorder and weight increased to be related to essure. The reporter commented: discrepancy noted- previously date(s) of insertion: (B)(6) 2005, scheduled date (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion; in 2011: total bilateral occlusion. Lot number: 740670, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc(product technical complaints). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and premenstrual dysphoric disorder ("hormonal changes describe: pmdd") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with scheduled date-((B)(6) 2020). At the time of the report, the pelvic pain, back pain, premenstrual dysphoric disorder and fatigue outcome was unknown. The reporter considered back pain, fatigue, pelvic pain, premenstrual dysphoric disorder and weight increased to be related to essure. The reporter commented: discrepancy noted- previously date(s) of insertion: (B)(6) 2005 scheduled date (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion; in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: pfs received: reporter added. Lot number added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.